Event description:
It was reported that during insertion of the occlusion balloon catheter through the rotating hemostatic valve (rhv), the balloon ruptured. There was no patient involvement.

Event description:
It was reported that during insertion of the occlusion balloon catheter through the rotating hemostatic valve (rhv), the balloon ruptured. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device is not available; therefore analysis cannot be performed. The information available indicated that the balloon ruptured when inserting through the rotating hemostatic valve (rhv). It is probable that the rhv was not fully opened during insertion resulting in the reported issue. Therefore, a root cause of handling damage has been assigned to this event.

Manufacturer narrative:
Subject device is not available.